Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, a bedside echocardiogram was performed and revealed the impella was placed pointing towards the mitral valve. The physician attempted to change the orientation but was unsuccessful. The medical team decided to lower the p level and monitor the patient. The patient was successfully weaned and the impella was removed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.